Manufacturer narrative:
Additional narrative: device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 10/07/2016: updated product information - the change in the type of product was identified by the customer quality engineers upon receipt of the products and completion of the investigation on october 7, 2016. The patient was implanted with a total of thirteen (13) screws. Of the 13 screws, there were ten (10) 5.0mm cannulated locking screws, two (2) 4.5mm cortex screws and one (1) 7.3mm cannulated conical screw. All of the explanted hardware was sent by the hospital for investigation - 13 screws (among the 13 screws, there was 1 broken screw) and 1 broken plate

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: it was reported that x-rays noted a nonunion and broken hardware. A revision procedure removed the construct, including a broken lcp curved condylar plate (02.001.324) and a broken 5.0mm cannulated locking screw. The returned devices were examined and the complaint conditions were able to be confirmed in each instance as the plate was found to be fractured at the most-proximal locking hole in the plate head. The head of the 60mm 5.0mm cannulated locking screw (02.205.060) was found to be lodged in the head portion of the plate, with the shaft returned as well. Based on the complaint description it is likely that a non-union at the hardware fracture site contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The following additional screws were returned without allegation and without identifiable defect or deficiency which may have contributed to the complaint condition. As such no further investigation including drawing review, occurrence rate calculation and risk assessment review will be completed. The 9x 5.0mm cannulated locking screws; the 2x 4.5mm cortex screws; the 1x 7.3mm cannulated conical screw, partially threaded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: manufacture date: june 14, 2013. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm curved condylar plates was processed through the normal manufacturing and inspection operations. This lot met all dimensional and visual criteria at the time of product release with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight is unknown. Exact date of device breakage and non-union is unknown. This report is for one (1) unknown 4.5mm locking condylar plate. Without a valid part and lot number, the UDI is not available. The original implant procedure was performed on an unknown date. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2016 due to device breakage and an identified non-union. The patient was originally treated for a distal femur fracture (right hip) with the insertion of a 4.5mm locking condylar plate and approximately ten (10) screws on an unknown date. Of the implanted screws, an unknown number of 7.3mm conical screws were placed distally along with approximately four (4) to five (5) 5.0mm cannulated locking screws. An additional number of 5.0mm solid locking screws were then placed in the shaft. On an unknown post-operative date, the patient reported for a follow up visit during which x-ray imaging confirmed breakage of the plate and one (1) 5.0mm cannulated locking screw along with a non-union. Approximately one (1) week later, the patient returned to the operating room for revision. Per the surgeon, all of the originally implanted hardware was easily removed. The patient was then revised to another plate and eight (8) to ten (10) screws. Intra-operative x-rays were taken throughout as per standard procedure. The procedure was completed successfully and, by (B)(6) 2016, the fracture began to show healing. The surgeon felt that the original construct appeared to be too rigid. The plate itself broke at the multi-hole/distal portion, while the head of the screw broke off and remained lodged in the plate. No additional information is available at this time. This report is for one (1) unknown 4.5mm locking condylar plate. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: 5.0mm cannulated locking screw (part # unknown, lot # unknown, quantity of 9); 4.5mm cortex screw (part # unknown, lot # unknown, quantity of 2); 7.3mm cannulated conical screw (part # unknown, lot # unknown, quantity of 1).